Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel. This event occurred 400 times. The following information was provided by the initial reporter: translated to english. The customer stated: "during use of the devices the customer found many air bubbles in the separation gel. The devices could not be used."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel. This event occurred 400 times. The following information was provided by the initial reporter: translated to english. The customer stated: "during use of the devices the customer found many air bubbles in the separation gel. The devices could not be used."